Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Event description:
Edwards received notification that a 81-y-o patient with a valve model 290021mm implanted in the aortic position has been placed under consideration for a valve-in-valve procedure after an implant duration of nine (9) years and nine (9) months due to degeneration leading to stenosis.

Manufacturer narrative:
The device was not returned for evaluation, as it remains implanted. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that a 81 year old patient with a valve model 290021mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of nine (9) years and nine (9) months due to degeneration leading to stenosis. The patient presented with dyspnea and syncope before the procedure. A 23mm transcatheter valve was implanted within the edwards surgical device. Due to procedural complications nothing could be done for the patient, who passed away.